Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that the communication abnormality with scope occurred due to printed board (ap) failure resulting to b30 error. In addition, as to cause of failure, it was determined that stress due to heat or humidity affected circuit board which led to failure. Evidence for defects caused by user misuse could not be obtained. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center exhibited a printed circuit board failure (b30 error). The issue was found during general routine inspection. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.